Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The biopsy channel was leaking, fluid invasion was found on the scope and ultrasound connectors and corrosion was found on the control body. In addition there was peeling glue on the forceps cover, a minor chip on the pink probe, chipped bending section cover, sticky residue on the light guide lens and play on the control knob. The switch was also exhibiting self-function. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the exis exera ii ultrasound gastrovideoscope was leaking during reprocessing. The unknown procedure that had occurred prior to the reprocessing had been completed with the same device. The device is leak tested after every use. The inspection of the returned device found peeling glue on the forceps cover. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 03-dec-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.